Event description:
It was reported by the clinician that the procedure was being performed on a male patient in the intensive care unit. The physician attempted femoral placement. Access was gained with the needle and the spring wire guide (swg) would not advance. The swg was pulled back and the wire frayed and pierced the glove of the physician. As a result, the physician attempted internal jugular placement and was successful. On (B) (6)2009, the sales representative confirmed that the swg was intact when removed and nothing was retained in the patient. There were no patient complications reported. Additional information received from the sales representative on 12/11/2009 stated that the physician was not injured during this event.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.